Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was noted. The device was explanted. No further information is available.

Event description:
New information received indicates that the patient was fine before, during and post-procedure.